Event description:
It was reported that during implant the lead was exercised on the table. The helix too many turns to extend and when it finally extended, it came out with one quick movement as if it were stuck. The helix also had difficulty when retracting. When the lead was exercised again, the lead seemed okay but there was a significant transfer of torque. The lead was not implanted and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled and the lead was damaged at implant.